Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges elevated metal ions and abductor muscle repair.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised due to suspected infection. Update jun 05, 2017: legal medical records received. Pfs alleges pain, discomfort, dislocation, limp, disfigurement, physical limitations and loss of enjoyment of life. After review of the medical records for MDR reportability, patient underwent incision and drainage secondary to periprosthetic infection. Examination notes stated that 1 week prior to I&d, fluid was aspirated from his hip estimated at 200 ml and sent to the laboratory. The cell count from that fluid was very high with a very high white count, indicative of an infection. One week after I&d, patient was taken back to the operating room for a re-closure of wound dehiscence with wound drainage. Three months post revision surgery, patient experienced swelling and increase pain. It was revealed that white cell count was high. Intraoperative notes noted a large amount of brown material and cloudy in nature. There were some areas of necrosis that were debrided and extensive areas of granulation. There were also small areas of residual metallosis from the previous surgery. Changing of poly constrained liner was made due to continued impingement of the patient's femoral neck . It was also stated in the operative notes that the revision surgery was certainly a contributor to the infection. A secondary contributor was the amount of loss soft tissue and the reaction of the metal debris. A third factor was the history of posttraumatic disease. Lot numbers were provided. This complaint was updated on jun 12, 2017.